Event description:
Eighteen months following cypher stent placement in the median ramus artery, the pt presented to the ER with chest pain and ruled in for an acute myocardial infarction. Repeat cardiac catheterization revealed 100% occlusion at the proximal end of the stented segment. Treatment included balloon angioplasty and the placement of (2) taxus stents.